Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the pt was revised for a broken patella. The patella was broken in 3 pieces.